Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10: h4: the device was manufactured from december 1, 2020 - december 2, 2020. H10: the actual device was received with fluid in the bladder. A visual inspection was performed using the naked eye which found droplets of fluid on the interior wall of the housing. A functional leak test was performed by filling the device with green colored water. The sample was monitored until the next day and no signs of a leak were observed. An ftir test (fourier-transform infrared spectroscopy) confirmed the droplets of fluid on the interior wall of the housing were water. It was determined that the droplets of fluid on the interior wall of the housing were the result of condensation. Condensation is a natural process by which water vapor in the air is changed into liquid water; water that collects as droplets on a cold surface when humid air is in contact with it. The reported condition of leak was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked. It was further reported that water drops were observed on the interior wall of the housing. This issue was discovered during use of the device at the patient's home. There was no report of patient injury or medical intervention associated with this event. No additional information is available.